Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis of the device was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the instrument is forced beyond indicated use by applying excessive stress over the fan of the instrument. The plastic clevis was broken from the fulcrum; which is consistent with the use of excessive force during the procedure, thus causing the breakage observed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, while retracting renal, surgeon observed abnormality in articulation. The device was checked and was confirmed by laparoscope that the articulation part was damaged. The surgeon removed the device from the cavity and noted that a part of the articulation was missing. They searched the missing part, but could not find it. Then the operation was continued and they searched for the missing part at the end of the procedure, but failed to find it. The operation was converted to open surgery, but the broken piece was not found. The surgical time was extended by more than 30 minutes. The procedure was completed with another device. The sales rep was called to search in the operating room, but could not find it. There was tissue damage. Oozing bleeding occurred as a result of the issue. According to the decision of the patient's family, the surgeon closed the abdomen without finding the missing part.